Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the retainer ring was loose. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to perform displacement test due to missing the retainer. The insulin pump had minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, cracked case near belt clip rails corners, cracked, battery tube, cracked battery tube threads and faded serial number label..